Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse checked the probe positions and probe priming were within specifications. The cse reviewed the dilution washer and reaction tray washer, resulting within specifications. The cse cleaned the dilution washer and reaction tray washer. The cse checked the associated valves, resulting within specification. The cse checked the system bottle and filters, finding a dirty water bottle. The cse found a transparent, thin biofilm on fill sensor of the water tank. The cse cleaned the sensor and filter. The cse checked the vertical pumps, and found no issues. Siemens is investigating the event.

Event description:
Discordant, falsely elevated creatinine_2 results were obtained on two patient samples on an advia 1800 instrument. It is unknown if the initial results were reported out to the physician(s). The customer repeated the same sample on the same advia 1800 instrument, resulting lower. The repeat results were reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated creatinine_2 results.

Manufacturer narrative:
The initial MDR 2432235-2017-00174 was filed on march 7, 2017. Additional information (04/28/2017): the siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed maintenance and system decontamination with a 2 liter 100a microclean and primed the instrument, resolving the issue. The cse ran functional test and quality control (qc), resulting within range. The cause of the discordant, falsely elevated creatinine_2 results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.